Event description:
It was reported that, "patient had unstable left hip and was revised. The surgeon revised the patient by taking out a 28 liner and put in a 32 liner with a j&j esron stem instead."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device or add'l info becomes available, a supplemental report will be issued.